Event description:
The customer reported that when they attempted to connect a pt to the unit after surgery, the ECG waveform became a flatline. The pt was switched to another unit and therapy was continued. No pt injury was reported.